Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported material deformation was unable to be confirmed. The reported failure to advance the device and the reported difficult to remove was unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with 100% stenosis. A 2.5x23 mm xience prime rx stent delivery system (sds) was advanced without resistance toward the target lesion and the stent became bent. The sds was removed and resistance was noted with patient anatomy. Another xience prime was used to successfully finish the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.